Event description:
This trial lead was intended for patient implant; however, the physician could not advance the lead due to the presence of scar tissue, and the procedure was aborted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.